Event description:
Extreme scratching all over body, mainly head, extremely vivid nightmares, rashes, ovarian cysts, pain in hands, and legs, swollen abdomen, frequent urination, night sweats, hot flashes, bruising, migraines, fibroids in uterus, constant pain in right abdomen, constant discomfort in abdomen, and legs, shooting pain in legs, heart racing, mood swings, foul smelling discharge, weight gain, swelling in legs and ankles, acne, pain during intercourse, anxiety, back pain, pain in right side under ribs, puckering on breasts, pain in chest, and armpits, small cysts in armpits, shooting pain from chest to armpits, heavy periods, blood clots, extreme cramping constantly, dizziness, fatigue. (B)(4).